Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing impedance measurements of 1,007 ohms. Additionally, the patient complained of phrenic nerve stimulation. A chest x-ray showed the rv and right atrial (ra) lead had dislodged and were in the superior vena cava. The phrenic nerve stimulation occurred with atrial pacing. The patient admitted to rubbing the device pocket site. Tachycardia therapy was programmed off and the device was programmed to aai. A lead revision procedure was going to be scheduled on an unknown date. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this right atrial (ra) lead exhibited increased pacing impedance measurements of 1,007 ohms. Additionally, the patient complained of phrenic nerve stimulation. A chest x-ray showed the rv and right atrial (ra) lead had dislodged and were in the superior vena cava. The phrenic nerve stimulation occurred with atrial pacing. The patient admitted to rubbing the device pocket site. Tachycardia therapy was programmed off and the device was programmed to aai. A lead revision procedure was going to be scheduled on an unknown date. No adverse patient effects were reported. Available information indicates that this product remains implanted and in service.